Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal remained in loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The loading device and the delivery device were returned separately. The tension spring assembly was returned inside the loading device. There was no blood in or on the delivery tube. Specks of blood were observed on the plunger. The slide lock was engaged and the plunger was not depressed on the delivery device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.48 inches. The values recorded were within the tolerance specifications. The tension spring assembly was not at its original position in the loading device. The seal with the tension spring assembly was removed from the loading device. The seal appeared to without any cracks or delamination. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure mode "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal remained in loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.